Manufacturer narrative:
The complaint device was not returned for analysis; however, the user facility provided (B)(4) companion samples from the reported lot to the manufacturer for physical evaluation. One dialyzer from the (B)(4) companion samples received was randomly selected to be evaluated for this event. The dialyzer was returned sealed within its prepackaging pouch. The companion sample was then forwarded to the quality systems (qs) dialyzer laboratory for the purpose of visual inspection and bubble point testing. A visual examination of the device was performed; no damage or irregularities identified. The dialyzer was then subjected to a bubble point test; no leaks observed. Testing performed on the returned companion sample did not identify any internal leaks, damage, or irregularities. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. All lot release criteria were met. The investigation into the cause of the reported problem was not able to confirm the failure mode as the actual sample was not available for evaluation. Although the evaluation of the companion sample confirmed that the device functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during hemodialysis treatment. The blood leak was reported to be internal and visible. A blood test strip was not used. No dialyzer damage was visible. The machine did not alarm as a result of the event. Reportedly, the treatment was being monitored and the leaks were identified prior to blood reaching the blood leak detector. When the leak was detected, the treatment was stopped, and then continued using a new dialyzer from a different lot. The treatment was able to be successfully completed without further issues. The patient's estimated blood loss was approximately 150ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The complaint device is not available for evaluation.